Event description:
It was reported that following patient's paddle lead implant, patient's experienced neuritis symptoms (pain, numbness and weakness in right arm). Additionally, patient had a car accident which increased the existing symptoms. As a result, surgical intervention took place on (B)(6) 2025, wherein physician removed the tissue that was impinging the nerves causing neuritis. Post operatively, patient had significant improvement of symptoms.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.